Manufacturer narrative:
Sorin group (B)(4) received a report that the arterial pump stopped without any visual or audible alarm. The development of electrostatic charge was noticed in the raceway a few seconds after the pump stopped. The pump was power cycled but did not restart so hand-cranking was used to maintain blood flow. There was no report of pt injury. It was also reported that the operating room has been experiencing other electrostatic issues. Sorin group (B)(4) has requested that the product be returned for eval. To date, no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the arterial pump stopped without any visual or audible alarm. The development of electrostatic charge was noticed in the raceway a few seconds after the pump stopped. The pump was power cycled but did not restart so hand-cranking was used to maintain blood flow. There was no report of pt injury.